Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly which resolved the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed high resistance on the shock button. This caused the device to log an event code in the device's memory and to intermittently disarm the device when attempting to shock.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.